Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
The customer reported that when ivf was infusing the pump channel started beeping and displayed "error." Biomed replaced the bottle side pressure sensor and stated there was a maintenance due error message.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an unspecified error alarm could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that when ivf was infusing the pump channel started beeping and displayed "error." Biomed replaced the bottle side pressure sensor and stated there was a maintenance due error message.